Event description:
The customer contacted the siemens technical solutions center (tsc) after observing quality control results that were out of range on a dimension vista 500 instrument. During a review of the instrument files, it was discovered that quality controls (qc) and one patient sample had been dispensed into aliquot wells already containing other qc samples. The patient sample had been tested for c-reactive protein (crp). The discordant result was not reported to the physician(s). Qc results for sodium (na), carbon dioxide (co2), chloride (cl), creatinine (crea), and urea nitrogen (bun) were within range despite being dispensed onto other patient samples. Other qc results for urinary cerebrospinal fluid protein (ucfp), potassium (k), chloride (cl), hemoglobin a1c (hba1c), and sodium were out of range. The patient sample and qc samples (with the exception of bun) were repeated after the system's software was reset and resulted as expected. It is unknown if the patient's repeat crp result was reported to the physician(s). There are no reports of adverse health consequences due to one patient sample or qc samples being dispensed into the same aliquot wells as other qc material.

Manufacturer narrative:
Siemens healthcare diagnostics has investigated the incidence of patient samples and quality controls being dispensed into an aliquot well that quality control or calibration material from a vista vial has already been dispensed into. It has been confirmed that the issue can occur on dimension vista instruments that use software versions 3.5.1 and 3.6 during conditions requiring a system reset. Customers in the united states were sent an urgent medical device correction (umdc), umdc 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense in june 2013. An urgent field safety notice (ufsn), ufsn 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense, was sent to customers outside of the united states in june 2013. The umdc/ufsn instruct customers to check for pending quality control or calibration tests if the system requires a reset and if so, to restart the software prior to processing patient samples.